Event description:
The device was applied during an unspecified thoracoscopic procedure. The instrument did not fire. The surgeon used another device to complete the procedure. The hosp has reported that no pt injury occurred.